Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip open during final arm angle testing and lock lever movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflet was grasped with the grippers down and the clip was closed, the lock lever jumped a little bit up, with a millimeter gap between the lock lever and clip delivery system handle; however, this was not noted while establishing final arm angle (efaa) and the clip opened. The clip was re-opened and was able to be deployed successfully. A second clip was implanted successfully reducing the mr grade to 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not identify any similar incidents reported from this lot. It should be noted that the mitraclip IFU (instructions for use) states that the clip should be locked after evaluating the grasp. As it was stated within this incident that the clip was locked prior to grasping the leaflets, the mechanical issue (lock lever movement) appears to be due to the incorrect method as the user deviated from the IFU locking sequence. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Lot number and expiration date were updated to unk. Manufacture date was updated to unk.